Event description:
Caller reported experiencing a cgm error 42 related to a g7 sensor. There was no information indicating an adverse impact on the customer's blood glucose level. Technical support provided the caller with complete pump reset information; however, the caller did not have a charging cable and planned to call back for further assistance with resetting the pump. The case was left open for follow-up. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.